Event description:
A review of (B)(6) male pt's download data revealed several abnormal shutdown flag files. Zoll customer support contacted the pt to issue them a replacement monitor, but realized the pt had ended use.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107, abnormal shutdowns) was confirmed. Upon investigation, extension contamination was discovered inside of the monitor. The contamination damaged component u200, u201, j502, the jtag board and j504, which caused the reported abnormal shutdowns. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The pt ended use and did not require a replacement monitor.